Event description:
It was reported that there was damage to the pump housing and usb port, impacting the customer's ability to charge the pump, although the pump had not shut down. The customer declined to provide information regarding any impact on their blood glucose level. Technical support decided to replace the pump, and the customer was informed about using their current pump as backup therapy while the replacement was shipped.